Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable investigation findings of guide catheter break. Block h11: a flexima biliary stent was received for analysis. Visual and microscopic examination of the returned device found that the guide catheter was kinked, stretched and detached; the push catheter suture hole was torn, and the stent had a foreign material at distal section (possibly a tissue residue of the procedure). No other problems were noted with the stent and delivery system. Product analysis confirmed the reported events of stent difficult to advance, catheter guide kinked, and stent failure to deploy. Taking all available information into consideration, the investigation concluded that the reported events and observed damages were likely due to factors encountered during the procedure such as the physician's technique, and the force applied to the guide catheter cap, which limited the performance of the device and contributed to the reported events and observed problems. Therefore, the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was to be implanted in the bile duct to treat a choledocholithiasis during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on an unknown date. During the procedure, the catheter rolled up and the stent could not be inserted. A different device was used to complete the procedure. There were no patient complications reported as a result of this event. Note: this complaint has been deemed MDR reportable event based on the investigation result which revealed that the guide catheter was detached. Please see block h11 for the full investigation details.